Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation by the product analysis lab (pal). An internal and external visual inspection was performed with no issues noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A temperature verification test was performed and passed. The device pneumatic system was tested and passed. The device failed to meet volumetric specifications during the accuracy confirmation test. The device passed the accuracy test when a piston foam test article was installed. The cause of the failed accuracy confirmation test was determined to be deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined that the homechoice failed the accuracy confirmation test. There was no patient involvement. No additional information is available.